Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient developed a system infection. The patient's system includes a transvenous right ventricular (rv) lead, a transvenous left ventricular (lv) lead, and a transvenous right atrial (ra) lead. Lead vegetation growth was observed.

Manufacturer narrative:
The device and leads were explanted, and all products were sent to the hospital's pathology department. It is unknown at this time, if these products will be returned to boston scientific. This event will be updated if any additional information becomes available.